Event description:
It was reported that during the procedure to treat a saphenous vein graft to the obtuse marginal, the first xience v stent a 4.0 x 15 was advanced to the lesion after pre-dilatation; however, it did not cross. Additional, pre-dilatation was done and the xience v 4.0 x 15 was deployed. The second stent, a xience v 4.0 x 18 was deployed and a proximal edge perforation was noted. The first graftmaster was a 5.0 x 26 and it did not cross to treat the perforation. Then two graftmasters (4.0 x 26 & 3.5 x 26) were both deployed to seal the perforation. However, for some unk reason the perforation was not sealed. Pericardiocentesis was done and the pt was sent to surgery. The perforation reportedly sealed on its own. The surgery was to find the tip of the catheter used to perform the pericardiocentesis (a non abbott device). The pt was discharged from the hospital on (B)(6)2010. Though requested, pt's data including past medical history was not provided.

Manufacturer narrative:
(B)(4). The jostent graftmasters (part 12748-26, lot 487447), (part 12746-26, lot 521492) and (part 12745-26, lot 546109) indicated is being filed under separate medwatch MFR numbers. Eval summary: perforation and cardiac tamponade are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to MFR, design, or labeling. Reportedly, the xience v was used in a saphenous vein graft lesion. It should be noted in the xience v instructions for use (IFU), it states: the xience v everolimus eluting coronary stent sys is indicated for improving coronary luminal diameter in pts with symptomatic heart disease due to de novo native coronary artery lesions with reference vessel diameters of 2.5mm to 4.25mm. In this case, it cannot be determined whether the IFU deviation contributed to the reported pt effects. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.